Event description:
It was reported by the customer, the coating was peeling off the insertion section of the uretero-reno videoscope. The laser fiber could not be passed through the working channel, and there was air/water leakage from the universal cord/video cable. The device had been previously returned for repair with the fault the laser fiber could not be passed through the working channel. The issue had been found during preparation for use. The device was returned unrepaired as the customer did not approve the repair. The device had not been used on a patient since the last investigation. No patient harm reported. During the evaluation of the device, it was noted the coating on the connecting tube was peeling off due to deterioration. This report is to capture the reportable malfunction of the peeling coating on the connecting tube due to deterioration noted at estimation. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were confirmed. Additional issues were found. The connecting tube was deformed. The bending section cover glue was separated/chipped. The universal cord was leaking, and the distal end biopsy channel forceps had movement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "connecting tube coating peel off" was presumed to have been due to either stress or user's handling - it could not be further determined from these two possibilities. The instructions for use state the following regarding the preparation and inspection of the unit; 1. Inspect the control section, video connector and light guide connector section for excessive scratching, deformities, or other irregularities. 2. Inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Inspect the external surface of the entire insertion tube for dents, bulges ,swelling, peeling or other irregularities. 4. Holding the insertion tube gently with one hand, carefully run your fingertips over the entire length of the insertion tube in both directions. Inspect for any protruding objects or other irregularities. Also confirm that the insertion tube is not abnormally rigid. Olympus will continue to monitor field performance for this device.